Event description:
It was reported that before an unk procedure, there was an activation issue. Troubleshooting was performed by using the test tip. Phase margin at 169. No further details were provided.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the hand piece was tested on a generator and found to be functional. However, it no longer meets design specifications for phase margin. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Causes that may contribute phase margin being out of specification are pinched wires during mfg, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life. The batch history records were reviewed with no anomalies noted during the mfg process.